Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that every time the patient would turn her programmer back on she wouldn't have a lightning bold indicating that the stimulation was still on. The patient thought it was turning off on its own because she connected to the implant during the report and the implant was turned off. Trouble shooting attempts were made and the patient turned stimulation back on and the patient could feel stimulation. Button use was reviewed again and the patient turned off the programmer to reconnect to the implant. The patient did it twice and the stimulation remained turned on as expected. It was confirmed with the patient that the issue had been resolved. Additional information from the patient on (B)(6) reported they did not know the circumstances that led to the device turning off on its own, the patient stated they were told they had 3 levels. The patient noted the manufacture representative (rep) was helping with this or the full booklet they received from the hospital. It was suggested the patient call the manufacturer. The patient noted they were humiliated during procedure. There were no further complications that have been reported as a result of this event.